Event description:
The pt has two scs systems. It was reported the thoracic ipg was no longer able to communicate the external devices. The sjm rep was unable to establish communication using placement devices. The pt reported she had stopped charging the ipg six months ago. The pt reported she did not think the system was helping, but recently decided the system was helpful. F/u identified the physician replaced the ipg, and electively decided to replace the pt's percutaneous leads with a paddle lead. During the procedure, the physician also electively replaced the pt's second ipg.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.